Event description:
It was reported that the patient experienced pain at the ipg site due to the location of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician pulled out the original strain relief loop. Both leads and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.